Manufacturer narrative:
Items returned for evaluation: -1x wdc-2 items not returned for evaluation: -web system -microcatheter only the wdc-2 controller was returned for evaluation. The visual analysis of the returned controller found the external housing to be normal in appearance. No damage or excessive fluid was visible. The vg2 controller was opened, and the contacts were inspected for clipping. No clipping or low contacts were present. The battery was not returned with the complaint. A test battery with 9.5v was used to test the wdc-2 controller. Controller investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. The wdc-2 board voltage and duration was found to be within specification. The web system was not returned for evaluation. Since the web device was not returned, the investigation could not test for or further assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. Furthermore, the wdc-2 controller used with web system during the procedure was returned without its original battery. A new battery was used to test the returned wdc-2 controller, and the device functioned normally. The investigation of the returned controller did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Since the original battery was not returned, the investigation could not evaluate the device in the condition it would have been in during the reported event.

Event description:
It was reported, the interior communicating bifurcation aneurysm, 3.4mm*3.2mm, sofia 5125 and via 21 microcatheter were in place, the web sl was selected. When the package was opened, the wdc connection showed good. After release, the web sl shape was good. After many attempts, the web sl cannot be successfully detached. The wdc was replaced, but it still cannot be detach normally. The wdc was replaced again, and the web was successfully detached, the angiography had no effect on the branch, and the procedure was over. No patient injury was reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, one of the three web detachment controller devices was been returned. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. H3 other text : device was implanted.

Event description:
It was reported, the interior communicating bifurcation aneurysm, 3.4mm*3.2mm, sofia 5125 and via 21 microcatheter were in place, the web sl was selected. When the package was opened, the wdc connection showed good. After release, the web sl shape was good. After many attempts, the web sl cannot be successfully detached. The wdc was replaced, but it still cannot be detach normally. The wdc was replaced again, and the web was successfully detached, the angiography had no effect on the branch, and the procedure was over. No patient injury was reported.